Event description:
This is filed for medial movement of the mitraclip delivery system in the left ventricle and for tissue damage requiring additional intervention. It was reported that on (B)(6) 2015, the patient underwent a procedure to treat functional mitral regurgitation (mr) grade 3. The clip delivery system (cds) was advanced into the left ventricle. The delivery catheter (dc) handle was turned clockwise and the clip moved completely medial and got caught under the anterior medial leaflet (aml). The cds was freed from the aml and retracted into the left atrium using troubleshooting maneuvers. A small gap in the aml was noted, caused by the clip getting caught, and the mr grade was grade 3-4. An attempt was made to move the cds under the mitral valve and the cds again moved medially. The cds was removed from the body without difficulty. Upon removal, the device was inspected and tissue was seen in the clip and on the gripper. A new cds was inserted and the clip was positioned in the initial central mitral regurgitatant jet and deployed. A second mitraclip was implanted at the gap in the aml reducing the mitral regurgitation grade to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). During returned device analysis the delivery catheter (dc) shaft was confirmed to be bent. The actuator mandrel was bent approximately 40 degrees, 4.2cm from the distal end of the coupler. There was no other damage observed to the actuator assembly. In this case, based on the analysis findings, the bending/curving of the dc shaft was likely related to the significant bend identified in the actuator mandrel. Additionally, although the reported difficult to position and difficult to remove (clip caught on tissue) could not be replicated in a testing environment, these events were likely secondary to the dc shaft bend. With respect to the patient condition, procedural conditions and/or user technique, bends in the dc shaft/mandrel resulting in the difficulty positioning the device, and difficulty removing the device from the anatomy may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during the procedure or excessive curves applied to the device by the user. In this case, the information provided suggests that the user positioned the device according to the instructions for use (IFU). Based on the information reviewed, it is possible that there were procedural interactions (e.g. Due to the patient anatomy and/or unintended curves on the system) which resulted in increased tension on the device, such that the mandrel became bent and subsequently caused the dc shaft to bend/difficult to position. The bending of the dc shaft may have further contributed to the clip getting caught on the leaflet, resulting in the difficulty removing the device; however, this cannot be confirmed. Although the reported difficulties appear to be related to the bend in the mandrel, a cause for how and when the bend occurred cannot be definitively determined. There does not appear to be any evidence of a product quality deficiency. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint handling database indicated there have been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.